Event description:
It was reported that upon assembling the psee45a with the battery & loading it with a gst45d, after placing colon tissue in between the jaws to fire, surgeon released the red safety button & pressed & held the firing trigger. The knife advanced a few mm then subsequently stopped. Released the firing trigger & tried to press & hold the firing trigger again, to no avail. Knife would not advance. Had to use the reverse button to open the psee45a & use a new reload. Upon reloading a brand new gst45d & once again trying to fire on the colon tissue, knife again advanced a few mm & then stopped once again. Reversed the knife again & opened a brand new stapler. No chance to remove & insert the battery again to try again as at this point surgeon was almost calling for endogia & the battery was stuck & could not be removed easily, scrub nurse was struggling. Hence a brand new psee45a was opened & worked this time. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # u5dh1e. Additional information was requested, and the following was obtained: source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case - I was present in the case. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - no reop, patient went back on 5th day after the op. What is the most current patient health status and condition? - no further complaints so safe to assume patient is well. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gst45d reloads present. The reloads were received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The test battery pack was placed and removed with no issues noted during functional testing.  The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.